Event description:
It was reported that the user experienced an alarm 20, which was verified in the pump history. There was no reported impact to the customer¿s blood glucose level. The corrective action involved replacing the pump, confirmed to be within warranty, and technical support provided instructions for returning the device, but the customer declined to share backup insulin therapy information.